Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received no delivery alarm during manual prime. Customer's blood glucose was 599 mg/dl. After troubleshooting, customer was advised that issue may be with the infusion set. Customer declined to return infusion set. No further info provided.